Manufacturer narrative:
Exact date unknown, event occurred about a year and a half ago. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740 , model: sc-2408-74, serial: (B)(4), batch: 5116425 / 5118256.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. Additional information received that patient spinal cord stimulator lead had migrated.